Event description:
The lens was removed and replaced at 6 weeks post operative due to the patient's inability to tolerate the halos and glare, a known and labeled possible side effect of multifocal lens implantation.

Manufacturer narrative:
Lens was received cut in pieces precluding analysis. Product history records indicate lens met all criteria prior to release. There is no evidence to suggest this adverse event is manufacturing related. Halos and glare are a known and labeled possible side effect of multifocal lens implantation.